Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the ball bearing was "gummed up", which prevented the cable head from fitting into the calibrator. The device was used for the procedure. There were no reported adverse consequences to a patient as a result of this event.